Event description:
The pt had an elective procedure to the mid and distal lad. The vessel was not calcified or tortuus. The vessel was predilated, and three cypher stents were implanted. The first and second stents did not overlap, but the second did overlap the third proximally. Thirty-five days later, the pt complained of chest pain, and an st elevation was observed. Coronary angiography showed thrombus in all of the implanted cyphers. During aspiration and balloon angioplasty, a dissection was observed at the proximal lad lesion, but per report, it was not treated because it was minor. The pt is currently in stable condition. The 60mm lesion was de novo, type c concentric and bifurcated. The site was pre-dilated with a 2.5x20mm balloon at 10atm for 30 seconds. The first cypher, a 2.5x18mm, was implanted at 15atm for 30 seconds. A second 2.5x18mm cypher was implanted proximally to the first cypher at 15atm for 30 seconds.